Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011, essure (fallopian tube occlusion insert) was placed. The consumer's medical history included nickel allergy. The placement was painful and there was a complication during insertion. It took 30 minutes and the placement of the second essure lasted long. In (B)(6) 2011 (9 months after insertion) the consumer experienced pain in head, serious because the event resulted in disability, eczema, urticaria, tiredness, mood swings, memory loss, concentration problems, brain fog, hair problems, menopause complaints, vaginal fungal infections (vaginal burning), recurrent bacterial vaginosis, and reduced solving capacity / reduced creativity. Problems with daily tasks and relation and/or family problems were reported. It was also reported that consumer was at sleeping level. The consumer contacted a doctor. Numerous examinations concerning the occurred complaints were performed, but nothing was found. Essure removal was considered.. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced urticaria. Essure removal was considered. This event is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, she experienced this event about 9 months after essure insertion. Based on its nature and considering a compatible temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 21-sep-2016. This adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: urticaria. The analysis in the global safety database revealed 53 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced urticaria. Essure removal was considered. This event is listed in the reference safety information for essure. The essure insert consists of a (B)(6)-titanium alloy. Allergic reactions to essure are more commonly related to (B)(6) sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, she experienced this event about 9 months after essure insertion. Based on its nature and considering a compatible temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.